Event description:
Affiliate reported that the ventricles of the patient's brain became too large. When the doctor tried to change the pressure setting, the situation did not improve. It was also noted that fluid did not flow through the device. As a result, the device was removed.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have emt specifications when released to stock. A follow up report will be filed, if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.